Event description:
It was reported that a pump failed to deliver fluid accurately. The customer performed a flow rate test of 50 ml at 200 ml/hr with the device delivering about 53 ml/hr. Subsequent to the completion of a flow rate test, the unit was stopped and drips continued to be observed from the fluid container.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and inaccuracies of greater than +/-10% were observed. Add'l eval confirmed flow rate inaccuracy and excessive flow during the stop mode. The pressure plate travel was measured and found to be out of specification.